Event description:
It was reported by the district clinical supervisor, (B)(6), that the customer was having a calibration error and had an issue with his sensor glucose being off from his blood glucose levels. It was also reported that the customer had an event in which his sensor glucose reading was 65 mg/dl and his blood glucose level was 93 mg/dl. It was advised that optimal cal factor for customer using the enlite sensors is less than 9 and for sof sensors, it is less than 12. It was also advised that in the event that was described by (B)(6), the customer using the enlite sensors would have had a cal factor of 13.676, which would not be an optimal cal factor. (B)(6) explained that she will explain this information to the customer when she meets with him. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.